Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the last 2 weeks (since 08-jun-2022), the user no longer has hearing benefit with the device.

Manufacturer narrative:
Damage to the coil wire as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer had hearing benefit with the device starting from on (B)(6) 2022. The user has been explanted on (B)(6) 2022.